Event description:
Caller reported damage to a tandem charging cable, resulting in non-functional charging supplies. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for the damaged charging supplies to be replaced using 2-day shipping.